Event description:
The following information was reported to kci by the wound care nurse: on (B)(6) 2011, the patient's v.a.c. Therapy was placed on hold by the healthcare provider after some maceration of the wound was observed. The patient was taken to the operating room for sharp debridement. After the debridement the healthcare provider noted that the wound looked good and v.a.c. Therapy was restarted. Additional information received on (B)(6) 2011, the wound care nurse reported that the patient did not report any alarms with the v.a.c. Therapy unit. At the wound care center there were no alarms noted or issues with the v.a.c. Therapy unit reported.

Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedure by a kci field service employee and the unit passed the quality control checks and met specifications. On (B)(6) 2011, the device was placed with the patient. On (B)(6) 2011, the device was returned to the kci quality engineering for evaluation. Upon evaluation testing of the alarms functions revealed the alarms were not audible. There was no visual damage to the speaker component and the speaker was properly secured to the circuit board. The exact date and cause of the speaker component to fail was indeterminate. Device labeling, available in print and online, states v.a.c. Consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid, or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application.